Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, around 0500, the bedside nurse called the resource nurse to bedside and reported that the patient's glucose was in the 500's. Upon arrival, the IV pump was beeping with keep vein open (kvo) displayed. While attempting to reset, the resource nurse noted that the rate was set in the 30's. At this point, the resource nurse realized that more fluid was gone than should have been. The rate was supposed to be 6.7 milliliters (ml) per hour (hr) for 24 hours. The bag was hung at 2205 with a volume to be infused (vtbi) of 161.4 ml. At 0600, the total volume infused should have been 53.6 ml.